Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). PMA/510(k) number: k101880 . Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant on tooth site #30 was removed due to a fracture on the lip of the implant.

Manufacturer narrative:
This report is being submitted to relay corrected data. Corrected data: duplicate reports were submitted for the same complaint/event in error. This report is to retract MFR: 0002023141-2023-00441. The duplicate report was also submitted under MFR: 0002023141-2023-00419.

Event description:
Duplicate reports were submitted for the same complaint/event in error. This report is being submitted to retract the duplicate.